Manufacturer narrative:
It was reported that thrombus was observed at the proximal edge of the study stent which covered the possible dissection. Sponsor assessed the event as possibly related to the study device and not related to antiplatelet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously reported thrombus was initially notified on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure one resolute onyx des was implanted in the proximal circumflex and atherectomy was performed. During the procedure, a possible proximal edge dissection grade d occurred in the proximal circumflex and was treated with one resolute onyx des. The investigator reported the event was not related to the anti-platelet medication and possibly related to the index device. The event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.